Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Additionally, this patient reported feeling palpitations. No additional adverse patient effects were reported.